Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after setting up the pump, the customer forgot to turn the carbohydrates feature on in the bolus menu. Reportedly, the customer delivered an unintended bolus of 20 units instead of the intended bolus amount for 20 grams of carbohydrates. Blood glucose (bg) level was 470 mg/dl. To prevent an adverse event, the customer reported that carbohydrates were consumed. At the time of the reported event, bg level was 195 mg/dl.

Manufacturer narrative:
(Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.")